Event description:
The pt complained of chest pain following the procedure and angiography revealed thrombus. All of the stents deployed were also under-dilated.

Manufacturer narrative:
This pt presented for elective treatment of a de novo lesion in the proximal through the distal left anterior descending artery (lad) of 70mm in length in a 2.5-3.5mm vessel diameter. The (type c) concentric lesion was bifurcated and calcified. Pre-procedure medications included aspirin 100 mg/day. Intra-procedure medications included ticlopidine hydrochloride 200 mg/day and heparin 10,000 units. Pre-dilation was conducted with a 2.5x20mm balloon at 16 atmospheres (atm). During pre-dilation, a dissection occurred. It was caused by a non-cordis balloon. The type was not known and it was treated with poba. Then a 3.0x28mm cypher stent was deployed proximal to the first cypher at 18 atm. Then a 3.0x28mm cypher was deployed proximal to the second stent at 18 atm. Finally, a 3.5x28mm cypher was deployed proximal to the previous stent at 18 atm. Post-dilation was done with a 3.5x13mm balloon at 20 atm. Ivus was conducted for all of the lesions. The residual diameter stenosis measured 0%. An indentation was observed at the distal end of the fourth cypher, which was implanted due to the previously referenced dissection. It was confirmed that, the inner lumen was enough and normal blood flow was restored. Timi iii flows were recorded pre and post-procedure. Act was measured at and 347 initially and 332 during the second measurement. Post-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200 mg/day. When the pt returned to his room, he complained of chest pain and abnormal ECG was confirmed. Coronary angiography was conducted and thrombus was observed in the distally implanted cypher. To treat the thrombus, aspiration was conducted and then poba with a 4.0x12mm balloon at 20 atm. A 2.5x18mm cypher was deployed at 18 atm, distal to the four cypher stents. In addition, a 3.5x9mm drive stent was deployed between the overlapping section of the 3rd and 4th cypher stents. The physician commented that, the cause of the thrombotic event was due to the dissection, which occurred distal to the cypher and was not covered by a stent. In addition, all of the stents were under-dilated. Please note that, this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug-eluting stents. This product is not available for testing and evaluation. Add'l info rec'd will be submitted within 30 days upon receipt. A male pt with a history of hyperlipidemia, diabetes and smoking experienced a thrombotic event within hours of cypher stent implantations. Initially, the pt was admitted with unstable angina and underwent an elective angiogram revealed a lesion in the proximal to distal lad. This pt's history and presentation with unstable angina puts him at increased risk for mace. In addition, his presentation with unstable angina may put him in a hypercoaguable state and at increased risk for thrombotic events specifically. Pre procedural medications included asa; while intra procedural medications included heparin. The pre or intra procedural administration of ticlid was not reported. The highest recorded act during the procedure was 347. The lesion was described as de novo, type c, 2.5-3.5mm in diameter, 70mm in length, concentric, calcified and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. During the pre-dilation of the lesion, a dissection occurred. This event was unrelated to the cypher products and was treated with further ptca. This was followed by the placement of a 2.50x23mm cypher stent at a maximum inflation pressure of 16 atm. Secondly, a 3.00x28mm cypher stent was placed at a maximum inflation pressure of 16atm. Then, a 3.00x23mm cypher stent was placed at a maximum inflation pressure of 18 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. Lastly, a 3.50x23mm cypher stent was placed at a maximum inflation pressure of 18 atm. All four stents were placed from the proximal to the distal aspect of the lesion and in overlapping fashion. According to the IFU, the placement of more than three cypher stent has not been clinically studied. Ivus was then conducted that revealed a timi flow of 3, a residual stenosis of 0% and an indentation at the distal end of the fourth cypher stent associated with the previously mentioned dissection. Ptca was then conducted to treat the dissection. It was confirmed that the inner lumen was adequate and that blood flow had been restored. Upon returning to his hospital room, the pt experienced chest pain and developed an abnormal ECG. A repeat angiogram revealed thrombus within all four of the stents. This was treated with aspiration, ptca and the placement of an add'l cypher stent and a non-cordis bms. The products remain implanted in the pt and are thus not available for evaluation. Thrombotic events are a known potential adverse event following stent implatations. According to the procedural physician, the thrombotic event occurred because of the part of the dissection not covered by the cypher stents and the under-expansion of all the cypher stents. There are pt, vessel, procedural and possible pharmacological factors that may have contributed to this event. The product was not returned (or was not available) for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. This is also one of four products used in the same procedure that were reported under the following manufacturing numbers 9616099-2006-01634, 9616099-2006-01635, 9616099-2006-01636 and 9616099-2006-01637.